Manufacturer narrative:
Helpline support team reported that user would like to generate reports from february till june even though they see the data uploaded during this period. "Complaint summary: helpline support team reported that user would like to generate reports from february till june even though they see the data uploaded during this period. Investigation/testing summary: an attempt was made to reproduce the issue by trying to generate reports for the provided username and confirmed that there was no issue with the reports. I attempted to verify the snapshots from carelink database and observed that the uploads made do not have sensor information for the uploaded period. Any recent upload made by the user did not have sensor glucose information. After conducting a thorough investigation, we validated the snapshots from the carelink database and noticed that the uploads lacked sensor information for the specified period. Sensor glucose information was absent in any recent uploads by the user. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. To assist with the resolution , informed helpline to follow the below steps : user did not have any data upload after 26th july 2023 to validate whether the reports were working as expected. Requested helpline to ask user to make some uploads to validate if any data is being missed in the reports. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. (Most likely) root cause: the root cause of this issue is due to the not sufficient information available for the reports to show the data. Analysis summary: validated the recent upload for the user and observed that the reports where showing the sugar glucose data as per the uploads. Informed helpline to validate this with the user. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported cannot create report. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the application. The product will not be returned for failure analysis.